Event description:
It was reported that approximately ten weeks post implant the right ventricular (rv) lead exhibited increasing thresholds, decreasing impedance. It was also noted that the right atrial (ra) lead exhibited low p waves. The rv and ra leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.